Event description:
Customer reported experiencing ongoing low blood glucose levels starting the previous night, with the lowest value displayed as "low". To address the low blood glucose, the customer consumed carbohydrates. While the pump's control-iq feature was activated, there was no indication of excess insulin delivery, and personal profile settings were correct. No further assistance was needed as the customer successfully uploaded pump data.